Event description:
A family member reported the customer having a blood glucose value of 469 mg/dl. The family member reported that air bubbles were found in the infusion set and reservoir. It was advised that the high blood glucose values were likely caused by the air bubbles. Troubleshooting was not possible because the related infusion set had been changed. It was advised to monitor the situation and to call the helpline back if the issue recurred. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.